Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Updated fields: d8. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a foreign body in the working channel advising the suction cups from the cleaning brush could not be removed. There were no reports of patient harm.